Manufacturer narrative:
Correction: section should have been (B)(6) 2001 rather than (B)(6) 2016. A partial lead was returned in two pieces. Visual examination found three external insulation abrasions, one in the proximal region that was consistent with friction on the device can, two in the distal region consistent with friction to another device or feature of patient¿s anatomy. The cause of the reported events of noise, loss of capture and loss of sensing were isolated to the abrasions. The reported event of high lead impedance was not confirmed. All other damages found are consistent with procedure.

Event description:
New information received notes noise was also observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient received a vibratory alert for high atrial lead impedance. Upon device interrogation complete loss of sensing and capture were noted. Patient was referred for lead revision. During lead replacement procedure, the new atrial lead failed to signal or capture after multiple attempts were made to reposition the lead. Another new atrial lead was used and failed as well to detect signal or capture. No atrial lead was implanted. Patient was stable post-procedure.